Event description:
Customer reported an a/d channel 3 failed error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack and performed a filament calibration. System operates as intended. (B)(4).